Event description:
A pt with a history of angina experienced chest pressure immediately following her urgent pc treatment. The physician referred her to the ER, where she was diagnosed with myocardial infarction with complete occlusion of her main coronary artery. She was hospitalized and treated. Although not responsible for her coronary artery disease, her cardiologist thought the neurostimulation procedure may have had a part in her initial symptoms that sent her to the ER. She had undergone 6 treatments with urgent pc prior to this incident without any symptoms or problems.

Manufacturer narrative:
The device used was the combination of the reusable urgent pc stimulator (upc 200-a) and single-use urgent pc lead set (upc 250-12) (together, the urgent pc neuromodulation system). The device performed as intended.